Manufacturer narrative:
E1: phone (B)(6). Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56.when additional reportable information becomes available.

Event description:
It was reported that there was a constant "lock cassette to start pump." Message when the cassette is locked. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg:11/21/2024. One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to latch lock sensor. As a result, latch/lock flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.